Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery,the screw to the schanz nail was fixed and could not rotate in either direction. The screw was locked and did not allow rotation. Prolongation of the surgery was about 15 minutes. The patient had a distal radius fracture. The wrist external fixator screw was locked in the joint with the schanz screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.